Event description:
A gore viabahn endoprosthesis was used during the treatment of an av fistula. The physician had difficulty advancing the device, and was unable to reach the targeted site. The physician noticed the proximal end of the device deployed approx 2mm. The physician reported that deployment was not initiated. The physician was unable to remove the device from the sheath. An unplanned surgical "nick" or expansion of the access site was required to remove the sheath and the device. The pt was fine post procedure.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.